Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found already opened and released from the capture coil; therefore, the event cause could not be determined. (B)(4).

Event description:
Treatment of a right unruptured cav (cavernous) saccular aneurysm measuring 10mm x 5mm. During the deployment of the first pipeline, it would not fully open despite manipulation. The pipeline was corked and removed from the patient. A second pipeline was deployed successfully. No injury was reported with the patient as a result of the procedure.